Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2010, pt reported difficulty keeping blood glucose below 300 mg/dl. Target blood glucose is 80-150 mg/dl. Pt delivered a correction by insulin injection and blood glucose returned to target range. Pt noticed moisture at the top of the adapter where the luer lock attaches to the insulin cartridge. Pt reported the leak of insulin near the adapter resulted in blood glucose of 300-400 mg/dl. Adapter was changed twice in the previous days but the issue persisted. Pt also received an occlusion (e4) error. Infusion set and insulin cartridge were discarded, and pt was unsure if there was damage to the luer lock. There was no insulin ingress in the infusion device. During troubleshooting call, pt completed cartridge change, successfully primed infusion tubing, and placed infusion device in run mode. Additional attempt to reach pt was unsuccessful. No product will be returned for eval. The pt did not require treatment from a health care professional or second party to address the issue.